Event description:
It was reported that a pump problem occurred. A confirmed motor stall on (B)(6) 2012, was noted in the event logs with no motor stall recovery recorded. It was reported that the patient was driving his car when the motor stall occurred. Withdrawal symptoms were reported as pruritus and "twisting". It was noted the patient had dystonia, and it was unclear if the "twisting" was related to the withdrawal or the dystonia. The pump was replaced, but no patient outcome was reported. The drug delivered via pump was lioresal (baclofen). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2010, explanted:, product type: catheter; product ID: (B)(4), lot# n253846, serial#, implanted: (B)(6) 2010, explanted:, product type" accessory. (B)(4). Analysis of the pump found an alarm anomaly: resonance anomaly due to manufacturing. The pump passed all non-destructive lab testing, but failed the alarm test due to a cracked resonator. The analysis found nothing significant that may have caused the motor stall.